Event description:
It was reported that a continuous glucose monitor showed an error code. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, which resolved the issue, allowing the customer to start their sensor session successfully.